Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the catheter was stuck on the wire. Physician prepped the angiojet solent proxi catheter for an av fistula de-clot procedure, the catheter was prepared and set up as per setup protocol. The catheter was advanced over a .035 non-bsc guide wire. The physician attempted to activate the catheter using the foot pedal and "check priming replace catheter" error message was displayed. The physician attempted to withdraw the catheter and it was stuck on the wire. The catheter and wire together as a unit. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - the returned device was an angiojet solent proxi thrombectomy device. 45cm of the catheter portion of the device was returned for evaluation the rest of the catheter with manifold was cut off and not returned. The pump with supply line was removed and not returned with the rest of the device. Due to the lack of the pump and the proximal portion of the catheter, the device could not be functionally tested to confirm the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter was stuck on the wire. Physician prepped the angiojet solent proxi catheter for an av fistula de-clot procedure, the catheter was prepared and set up as per setup protocol. The catheter was advanced over a .035 non-bsc guide wire. The physician attempted to activate the catheter using the foot pedal and "check priming replace catheter" error message was displayed. He physician attempted to withdraw the catheter and it was stuck on the wire. The catheter and wire together as a unit. No patient complications were reported.